Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample was submitted which showed a crack towards the tip of the stent. The ureteral stent was returned with the original packaging. The suture port hold was observed to be damaged. The damage looks similar to what is seen when the suture is not properly pulled and the suture breaks causing the rip effect to the stent. The suture was not returned for evaluation. The tip inner diameter was measured with a pin gage and found to be 0.043", the overall length was measured to be 255mm, the outer diameter measured 0.078" with a laser micrometer; all measurements were within specifications. A 0.038" guidewire was used to assure clear passage. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." Correction: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the fracture was found on the ureteral stent upon package opening.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample was submitted which showed a crack towards the tip of the stent. The ureteral stent was returned with the original packaging. The suture port hold was observed to be damaged. The damage looks similar to what is seen when the suture is not properly pulled and the suture breaks causing the rip effect to the stent. The suture was not returned for evaluation. The tip inner diameter was measured with a pin gage and found to be 0.043", the overall length was measured to be 255mm, the outer diameter measured 0.078" with a laser micrometer; all measurements were within specifications. A 0.038" guidewire was used to assure clear passage. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The actual/suspected device was inspected

Event description:
It was reported that the fracture was found on the ureteral stent upon package opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fracture was found on the ureteral stent upon package opening.